Event description:
(B)(6) early result pregnancy test reported a false positive result. When accessing reviews of product, an absurd amount of reviews reported similar findings of false positive results. FDA safety report ID # (B)(4).

Event description:
(B)(6) early result pregnancy test reported a false positive result. When accessing reviews of product, an absurd amount of reviews reported similar findings of false positive results. FDA safety report ID # (B)(4).